Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. Technical services (ts) suspected this lead to be fractured; however this has not been confirmed. This device remains in service. No adverse patient effects were reported.